Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. Following pump implant, the patient's body rejected the pump and "it came out on its own." The entire device system was explanted shortly after implant. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.